Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 22 august 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, 2 mitraclips were implanted. Atrial septal defect(asd) caused left to right shunt. Patient's oxygen saturation decreased. A valve surgery was performed to close the asd. The mr remained unchanged post procedure. There was no clinically significant delay. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, 2 mitraclips were implanted. Atrial septal defect(asd) caused left to right shunt. Patient's oxygen saturation decreased. A valve surgery was performed to close the asd. The mr remained unchanged post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use and is a known possible complication associated with mitraclip procedures. The reported surgical intervention was result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.